Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a 2-month-old patient was transferred to the surgery room on the day to perform a tracheostomy and gastrostomy, during the placement of the #12 fr gastrostomy tube, the balloon was broken. Additional information was received and stated that there were no fragments left inside the patient. Per customer, the patient is in good health.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. As an awareness notification, the production personnel received an awareness notification. We will keep monitoring the process for any adverse trends that require immediate attention. This complaint will be used for qa tracking and trending purposes.